Manufacturer narrative:
The reported malfunction was observed and attributed to a system interconnection flex cable that was not properly seated. The cable was replaced to correct the reported problem. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.